Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2019. During the procedure, the guidewire was unable to pass into the left ventricular lead. The left ventricular lead was not used and was replaced. There were no patient symptoms reported.

Manufacturer narrative:
Visual examination found a fibrous foreign material within the inner coil in this region. The cause of the reported event is isolated to the fibrous foreign material found likely introduced during the procedure.